Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error hwbat. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver data log was downloaded and reviewed and found screen error alarm. The report of the receiver displaying a hardware error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of an error icon display was confirmed. The root cause was determined to be a defective receiver battery.